Event description:
The customer reported that the touchscreen was not responding. It was unknown how the issue was found. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer (fse) reported that the complaint was confirmed and duplicated. The fse performed troubleshooting and reviewed the diagnostic logs; after reviewing the service manual, it was determined that the touchscreen was failing. The fse replaced the touchscreen, and the issue was resolved. The device successfully passed the required performance tests and was then returned to service.

Manufacturer narrative:
H10/h11: there was no patient involvement when the issue was found. No patient or user harm reported. The touchscreen assembly was tested and no failures were identified.